Event description:
It was reported, that balloon rupture occurred. The target lesion was located in popliteal vessel. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilation. However, during inflation, the contrast was seen going through it. It seems there was a hole, prior to balloon inflation. The balloon was then deflated. And another device was opened and completed the procedure. There were no patient complications reported.